Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 1.3.2 h3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Five application sessions logs were present. It was noticed that instruments verification was successful without any issues. Two of the sessions had too many infrared interference errors(3135 times) reported for passive planar probe. Many interference errors were observed for cranial frame. Sessions after reboot did not have interference errors reported. Suspecting interference errors caused the passive planar probe not to track. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that he could not get the "chicken foot" probe to track on the system before a case. The rep replaced all of the spheres but that did not solve the issue. The rep then blocked one sphere at a time to see if one sphere was causing the probe not to track. The rep wanted to find another probe to try out and had to hang up the call. The rep was unable to get another probe to track. They then restarted the system, and that corrected the issue. There was no patient impact and no delay.